Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and lower pacing impedances. It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and lower than expected longevity.  Reprogramming was carried out. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.